Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with no164z-as univation xf tibia cemented t3 lm. According to the complaint description, it was reported that the patient had a revision surgery due to loosening of implant after 1 year and 1 month. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4). Concomitant medical products: no188z - as univation xf femur cemented f4 lm-52511975, nl472 - univation f meniscal comp.t3 rm/lm 7mm-52520450.